Event description:
During the procedure (cystoscopy, right retrograde, stent insertion), the radiographic function of the cysto table stopped working. Radiology was notified but could not fix the problem.